Event description:
It was reported that the patient underwent an ion endoluminal lung biopsy procedure and allegedly developed a pneumothorax requiring observation. Despite the good faith efforts (gfe), which included multiple emails sent to the involved surgeon to obtain additional information, there was no response received at of the date of this report. Based on available information, there was no information provided to suggest that the patient sustained a serious injury and there was no report of medical intervention required to treat the issue. The cause of the alleged pneumothorax and the procedure outcome are unknown at this time. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred.

Manufacturer narrative:
Based on the available information, the cause of the reported of the patient developed a pneumothorax requiring observation was unable to be determined. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report. If additional information is received, a follow-up MDR will be submitted. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. A review of the site's complaint history does not reveal any related or duplicate complaints involving this product and/or this event. No image or video clip for the reported event was submitted to intuitive surgical, inc. (Isi) by the customer for review. In addition, per an isi senior failure analysis engineer, a system log review cannot be performed because the system logs are not available at this time. This event is being reported due to the following conclusion: patient underwent an ion endoluminal lung biopsy procedure for a tough, 1 cm subpleural lung nodule, and the patient was found to have experienced a pneumothorax requiring observation. Available information provided from the user facility does not have enough information on the alleged pneumothorax incident to determine if it was temporary/transient. Also, due to the lack of response from the involved surgeon, isi does not have enough information to rule out if there was any medical intervention required. At this time, the cause of the alleged pneumothorax is unknown.